Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The device had cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, and minor scratches on the display window.

Event description:
Customer reported via phone, the insulin pump had a crack and the act and esc buttons weren't responding properly. The device had two large cracks around the insulin pump customer's blood glucose was unknown. Customer was advised the device need to be replaced and agreed to return the device for analysis.